Event description:
It was reported that the patient was experiencing a pocket site pain and was given a steroid injection without any relief.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing a pocket site pain and was given a steroid injection without any relief. Additional information was received that the patient also experienced inadequate stimulation. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.